Event description:
As reported, the extension tubing of a dual lumen PICC device fractured and separated at the junction with the oversleeve on the white clamp side of the device. The catheter was removed and replaced with no injury or complications to the patient. The used device will be returned to navilyst medical for evaluation.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated to determine the last 3 lots of the reported item number shipped to the hospital in the 6 months prior to the procedure date. The device history records of the lots identified by the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The angiodynamics (B)(6) 2015 complaint report was reviewed for the bioflo PICC product family and the failure mode of " oversleeve/extension tubing hole/ fractured. " no adverse trends were identified. The catheter was returned with the molded luer (on the white clamp side) completely detached from the extension tube and not returned with the sample; the extension tubing fracture was likely at the junction with the oversleeve. The fractured end of the extension tubing was visually inspected and did not show any abnormalities or thin spots. The extension tubing was measured and found to meet ID and od specifications. A root cause for the extension tubing fracture could not be definitively determined. A potential contributing factor could be the oversleeve-to-extension tubing molding process, e.g., pinched tubing. The directions for use packaged with the PICC device include instructions for care and maintenance as well as precautions regarding exposure of the catheters to certain ointments and cleaning agents. Angiodynamics manufacturing process controls for the PICC contains a 100% in-process visual inspection that includes, but is not limited to visualizing for bent hub at tubing point, short shots, sink marks, flash, and splay. Additionally, various dimensional verifications and a tensile test of the extension tube to overmolded sleeve, based on an aql, are performed. A 100% in process visual inspection for molding defects and a guidewire insertion test to verify lumen patency is required. In addition, all catheters are 100% sprint tested after the guidewire verification to ensure the catheter does not leak.

Manufacturer narrative:
It has been indicated that the device involved in the reported incident will be returned to navilyst medical, but to date it has not arrived. Upon receipt of the reported sample and evaluation of the device, a supplemental medwatch will be submitted. (B)(4).